Event description:
It was reported that the ilet user experienced a low glucose of 68 mg/dl, treated with multiple candies leading to a subsequent high of 190 mg/dl and then another low of 64 mg/dl, consistent with user overtreatment of hypoglycemia and taking oral fast-acting carbohydrates. Symptoms included agitation associated with the lows and no reported symptoms with the high. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and clinician. Investigation of this case revealed no device problem and identified a usage problem attributable to improper or incorrect treatment technique; no device component issue was applicable. The user received education to treat with up to 15 grams of fast-acting carbohydrate, wait 15 minutes, and repeat as needed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.